Event description:
Patient presented to the physician with the stimulation lead eroding through the skin at the neck incision site. Physician prescribed a 10-day course of antibiotics. Physician brought the patient into the or a week later, repositioned the stimulation lead beneath the platysma, and closed. Physician extended the patient's existing course of antibiotics.